Event description:
I performed a flowflex covid-19 antigen rapid test on myself earlier today and observed there was faint line on the next to the control line which implied that I had tested positive. Since the line was so faint, I decided to perform 2 more tests on myself and both were negative. FDA safety report ID# (B)(4).